Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 2 hours after the catheter had been in place, during dialysis treatment, holes in the middle of the arterial lumen were noted. There was a leak. No other defects or damages were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. 2% chlorhexidine and a 70% alcohol swab were cleaning agents used on the device and typically utilized to clean the adapters. The cleaning agent(s) was allowed to dry thoroughly with no ointment. The clamp was moved periodically, but this was new. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. The catheter was explanted. The patient was sent back to interventional radiology for ir (interventional radiology) as remedial action performed to address the issue. The product was replaced with the same product ID (identifier) and lot on the same day, and the treatment was completed. There was a minimal amount of 1-2 milliliters of blood loss. A blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 2 hours after the catheter had been in place, during the flushing of the cvc (central venous catheter) before dialysis was initiated, holes in the middle of the arterial lumen were noted. There was a leak. No other defects or damages were found on the product. No other products were being utilized with the device. 2% chlorhexidine and a 70% alcohol swab were the cleaning agents used on the device and typically utilized to clean the adapters. The cleaning agent(s) was allowed to dry thoroughly with no ointment. The clamp was moved periodically, but this was new. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. The catheter was explanted. The interventional radiology was notified. The patient was sent back to interventional radiology for ir (interventional radiology) as remedial action performed to address the issue. The product was replaced with the same product ID (identifier) and lot on the same day, and the treatment was completed. There was a minimal amount of 1-2 milliliters of blood loss. A blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two hours after the catheter had been in place, during the flushing of the cvc (central venous catheter) before dialysis was initiated, holes in the middle of the arterial lumen were noted. There was a leak. No other defects or damages were found on the product. No other products were being utilized with the device. 2% chlorhexidine and a 70% alcohol swab were cleaning agents used on the device and typically utilized to clean the adapters. The cleaning agent(s) was allowed to dry thoroughly with no ointment. The clamp was moved periodically, but this was new. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. Aside from the reported issue, nothing unusual was observed on the device prior to use. The catheter was explanted. The interventional radiology was notified. The patient was sent back to interventional radiology for ir (interventional radiology) as remedial action performed to address the issue. The product was replaced with the same product ID (identifier) and lot on the same day, and the treatment was completed. There was a minimal amount of 1-2 milli liters of blood loss. A blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.

Event description:
According to the reporter, 2 hours after the catheter had been in place, during the flushing of the cvc (central venous catheter) before dialysis was initiated, holes in the middle of the arterial lumen were noted. There was a leak. No other defects or damages were found on the product. No other products were being utilized with the device. 2% chlorhexidine and a 70% alcohol swab were cleaning agents used on the device and typically utilized to clean the adapters. The cleaning agent(s) was allowed to dry thoroughly with no ointment. The clamp was moved periodically, but this was new. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. Aside from the reported issue, nothing unusual was observed on the device prior to use. The catheter was explanted. The interventional radiology was notified. The patient was sent back to interventional radiology for ir (interventional radiology) as remedial action performed to address the issue. The product was replaced with the same lot on the same day, and the treatment was completed. There was a minimal amount of 1-2 milliliters of blood loss. A blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, holes in the lumens were noted. The catheter was explanted. There was no reported patient outcome.